Manufacturer narrative:
(B)(4). A DHR review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause.

Event description:
It was reported that during the use of deploying the suture with the device the suture dart seems to have broken off into the head of the device. There was no patient injury. There was inconvenience caused for the surgeon and the theatre team as it took a while to confirm that dart was actually in the capio and not in the surgical field.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the use of deploying the suture with the device the suture dart seems to have broken off into the head of the device. There was no patient injury. There was inconvenience caused for the surgeon and the theatre team as it took a while to confirm that dart was actually in the capio and not in the surgical field.